Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received 2 inappropriate shocks due to noise and oversensing. Upon review technical services (ts) discussed likely air bubbles being the cause. This patient was just implanted a few days prior. Imaging x rays were obtained. Additional information was obtained from the field representative which noted the presence of air bubbles was difficult to determine due to poor quality x ray. Shock therapy had been turned off and back on 14 days later. This patient wore a lifevest during those 14 days that therapy was off. This electrode and s-ICD remain in service. No adverse patient effects were reported.